Event description:
Device malfunction: none. Symptoms/ae: diminished visual acuity. Time of symptoms/ae: after the procedure. It was reported that one day post a left internal carotid artery stenting procedure, the patient reported worsening of right visual acuity. A head CT was negative and the patient was discharged to home. At the 30 day follow-up, the visual acuity remained unchanged. Additionally, the patient was noted to have minor facial paralysis and limb ataxia. Although requested, there was no additional information provided.

Manufacturer narrative:
There was no rx acculink stent malfunction reported. Visual disturbances and neurological events are known possible adverse events associated with the use of the device as listed in rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.